Event description:
Customer reported comparing his aviva system (aviva system 1) to a friend's aviva system (aviva system 2) with results of 440 mg/dl on aviva system 1 and 130 mg/dl on aviva system 2 within 10 minutes. Customer used same set of test strips with both aviva meters. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in aviva system 1. Refer to medwatch report with patient identifier (B)(6) for the suspect device used in system 2. It was unknown if the initial reporter sent report to the FDA.